Event description:
This is a spontaneous case report received on 30-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Approximately three months after implantation, plaintiff had an hysterosalpingogram test (hsg) that confirmed full occlusion. She began experiencing excessive menstrual bleeding, abdominal cramping and pain, pain during intercourse, back pain, migraines, hair loss and other pain symptoms. She sought medical treatment for the symptoms. In (B)(6) 2015, plaintiff underwent a hysterectomy for removal of the essure device. She suffered pain and complications as a result of her surgery. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal cramping and pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for removal of the essure device approximately 2 years after its placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 01-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abdominal cramping and pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy for removal of the essure device approximately 2 years after its placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and cramping may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus infection. Previously administered products included for an unreported indication: sudafed. Concurrent conditions included overweight, ovarian cyst and leiomyoma of uterus, unspecified. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced uterine cyst ("uterine cysts"). In (B)(6) 2015, the patient experienced procedural pain ("pain as a result of her surgery") and procedural complication ("complications as a result of her surgery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse);"), back pain ("lower back pain"), pain ("other pain symptoms / tearing, pulling sensation"), headache ("headaches"), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with propranolol, hydromorphone hydrochloride (dilaudid) and surgery (vaginal hysterectomy and bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural pain, procedural complication, vaginal haemorrhage, headache, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved and the uterine cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain, procedural complication, procedural pain, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: the proximal portion of the device was visualized and the less than 3 coils were noted protruding into the uterine cavity. The proximal portion of the device was visualized with the less than 3 coils noted in left. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abdominal pain, menorrhagia, pelvic pain¿. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received: the event uterine cysts were added (onset date (B)(6) 2015). The plaintiff's historical condition sinus infection were reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping and pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) since 17-apr-2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia ("excessive menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced procedural pain ("pain as a result of her surgery") and procedural complication ("complications as a result of her surgery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse);"), back pain ("lower back pain"), pain ("other pain symptoms / tearing, pulling sensation"), headache ("headaches"), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with propranolol, hydromorphone hydrochloride (dilaudid) and surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes);). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, back pain, migraine, alopecia, pain, procedural pain, procedural complication, vaginal haemorrhage, headache, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain, procedural complication, procedural pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received,product information updated,concomitant and treatment drug added, events added as follows:- perforation, vaginal haemorrhage, headache,dysmenorrhoea, pelvic pain, abdominal pain lower, back pain.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.